Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system presented to the hospital four days post-implant with pain and fatigue. An echocardiogram was performed and there were no signs of a pericardia effusion. Loss of capture on the right ventricular (rv) lead was noted so an x-ray was performed and revealed that the lead had dislodged. Further testing on this rv lead confirmed that there was no capture at the maximum outputs. A revision was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.